Event description:
The packaging of gelfoam absorbable gelatin sponge size 50 (B)(4) lot # 0bbfx cannot be opened where the product can be opened onto a sterile field. The packaging of this lot # seems to tear erratically.